Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 10/31/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found records of loss of prime due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus exercises were executed and recorded correctly. The reported prime issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step after cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. It was noted that patient primed while attached after each loss of prime for the past couple of weeks. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.